Manufacturer narrative:
Please disregard the previously submission as recall 1828100-04/08/19-002-c is not related to this complaint and should have been left blank. Per supplier evaluation, the unit was received with a large tare value set by customer, causing the device to erroneously read 2.35 standard liters per minute (slpm) at zero flow. When tare reset, unit displayed correct flow rate. Unit checked and found to be in tolerance at all point with no problem found. All raw sensor outputs checked and found to be within acceptable ranges. The sensor was opened and no loose wire bonds were round. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
No patient involvement. Device displays error message. Gas delivery system. The issue was discovered during testing of the device.

Event description:
It was reported during the use of the device for a non-clinical activity, "failure of the gas blender" message was observed on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm. After the 15-minute warmup period, calibration of the epgs was initiated. During calibration, the air flow did not stop at 5 l/min and increased over 10 l/min. Calibration was cancelled. The pst temporarily replaced the internal flowmeter with a lab use internal flowmeter. Calibration of the epgs was then initiated and passed. No unusual increase in air flow occurred. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.